Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that there was tissue visible inside the helix.

Event description:
It was reported that during the implant attempt, the helix would not extend after multiple attempts. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.